Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father member reported via call that the customer had high blood glucose. Blood glucose of customer was 512 mg/dl. Customer stated that the reservoir sometime came out of the insulin pump in the night. Customer's father declined to troubleshooting for high blood glucose. It was unknown if the customer was using auto mode or not. Insulin pump will not be returned for analysis.